Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Partial reset occurred on (B)(6) 2010. Clkstop status, starvation of hall sensor task indicated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(6), 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4), evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Partial reset occurred on (B)(6) 2010. Clkstop status, starvation of hall sensor task indicated.

Event description:
It was reported that the device had a power on reset. The device is still in use. No patient complications have been reported as a result of this event.